Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).depuy still considers this investigation closed at this time.(B)(4)

Event description:
Update 2/2/16 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, discomfort and a recommended third surgery to address stem. Medical records reported that patient had metallosis found during revision surgery, a dislocation with closed reduction five days after revision, an MRI showing partial tear of gluteus medius tendon at insertion of the greater trochanter/mild tendinosis/partial tears of proximal hamstring, and 60cc of bloody fluid aspirated from the incision site that was a probable hematoma. Medical records also reported patient with popping and clicking of hip and lab test results of none detected chromium and cobalt. There is no new additional information that would affect the existing investigation. The complaint was updated on: feb 26, 2016.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2459481. A search of the complaint database finds additional reported incidents against lot code 2452975 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Medical records received. Upon review of the medical records, there is no new information to affect the current MDR decision. An unrelated infected hip event was identified, occuring on (B)(6) 2016, and is documented in (B)(4).

Event description:
Litigation alleges severe pain, discomfort, inflammation, and metallosis.

Manufacturer narrative:
(B)(4). Added: (patient,device).

Event description:
Ppf alleged metal wear. Added law firm.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.